Event description:
Customer reported potential false negative results on urine hcg pregnancy test. The same urine sample was tested three times and a 'pink color' appeared in the test line region. The patient came back to the laboratory the following day and the lab ran a serum test with a positive result of 950miu/ml.

Manufacturer narrative:
Control: 25miu/ml hcg urine lot: hcg100113-01; 100miu/ml hcg urine lot: hcg090521-01; 284.1iu/ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 284.1iu/ml hcg urine control yielded clearly positive results of 3 minutes reading time. (N=2). Conclusion: from retain testing with in-house control, the client's result was not replicated; product met qc specifications. Verified the product number, product description, lot number and batch record. No abnormal results were found. Return product testing pending.